Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the customer experienced high blood glucose. The customer's blood glucose ranged between 467mg/dl-491mg/dl. The customer is a brittle diabetic and the blood glucose spikes up. Customer treated with a soup and blood glucose stayed elevated. Customer decline high blood glucose troubleshooting due to their health care provider soon and will discuss high blood glucose.